Manufacturer narrative:
The integrated electrosurgical generator unit (iesu) has been returned and evaluated by the original equipment manufacturer (OEM). The reported failure was confirmed when the unit generated a c-82 error on start-up, which was commonly associated with the stated errors (c-71/1-71). Troubleshooting led to a malfunctioning cpu sensorik printed circuit board (pcb) to be the cause of the error. The unit functioned as intended after passing all the required testing. During the servicing, the equipment was calibrated, and a technical safety check was performed verifying that the equipment met specifications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse replaced the erbe integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a iesu to perform failure analysis. The iesu was analyzed and failure analysis investigation confirmed and reproduced the customer reported complaint. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar energy was not working. The customer tried two different monopolar curved scissors (mcs) instruments, two different green monopolar instrument cords, and both top and bottom monopolar ports. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and there were no related energy messages. The tse asked the customer to try a third instrument cord, but there was still a question mark and no monopolar energy. The tse asked to power cycle the integrated electrosurgical unit (iesu/erbe) and the erbe successfully powered on, but monopolar energy still had a question mark. The procedure was completed with no reported injury.